Event description:
It was reported that during implant procedure, this lead exhibited failure to capture upon testing. The physician then decided to reposition the lead, so the lead helix was retracted, however, it could not be extended again. Fluoroscopy was performed and it was confirmed that the helix did not extend. The lead was then removed from the patient and tested on the table, but the helix never extended. As a result, the physician requested a new lead, which was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure, this lead exhibited failure to capture upon testing. The physician then decided to reposition the lead, so the lead helix was retracted, however, it could not be extended again. Fluoroscopy was performed and it was confirmed that the helix did not extend. The lead was then removed from the patient and tested on the table, but the helix never extended. As a result, the physician requested a new lead, which was successfully implanted. No adverse patient effects were reported. The lead was expected to be returned for analysis, however, further update was provided indicating that upon arrival of the lead at the costarican warehouse, the decision was made to not proceed with the return and dispose the product as scrap.